Manufacturer narrative:
Date of event: (B)(6) 2017.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of post timer/24v failure. The device was used for therapy. Through follow-ups, customer stated that there was no patient's injury or adverse event. The nurse heard the alarm and put a new unit on a patient. Customer could not provide patient's information due to hippa.